Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at -10%. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the top rear label was missing and no damage to the pump. Functional testing involved delivery accuracy testing and showed the pump was within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed.